Event description:
Two endeavor sprint rx drug eluting stents were implanted in the 1st obtuse marginal during the index procedure (ref MFR# 2953200-2010-02400). It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. No further details are available. It was reported that 30 days, 6 months and 1 year post the index procedure, the pt was free of symptoms. However, at 1.5 years and 2 years post the index procedure, the pt was diagnosed with stable angina.

Manufacturer narrative:
(B)(4). Eval, results: mi.